Manufacturer narrative:
(B)(4). Pending investigation of the event.

Event description:
The device was deployed where the subject was not resuscitated. It was noted that the subject had no vital signs at the time of deployment.